Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in a previously implanted surgical valve, the delivery system balloon burst during valve deployment due to acute angle from the wire/catheter bias (septal puncture placement is what caused the acute angle). The valve was secured to the surgical mitral valve but was not fully expanded. After further review on tee, initial valve was well placed. The valve was post dilated with good result. The patient is stable post procedure.

Manufacturer narrative:
Correction to section d2 (the valve was implanted in the mitral position). The delivery system was not returned to edwards lifesciences for evaluation. In addition no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) review and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed due to unavailability of device return and /or relevant imagery. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the initial s3 valve was placed but unable to be fully expanded due to balloon catheter popping during inflation due to acute angle from wire/catheter bias (septal puncture placement is what caused the acute angle)''. It is possible that the interaction between the balloon and the struts of the degenerating pre-existing valve could have compromised the balloon wall during inflation and caused the reported burst. The pre-existing valve can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, if the flex tip is over the inflation balloon during valve deployment, the balloon will not inflate properly, potentially leading to the burst. Without further information, this root cause is unable to be confirmed. Available information suggests that patient (pre-existing valve) may have contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, no product risk assessment escalation and corrective/preventative actions are required.